Event description:
It was reported that when an analyzer session went to be entered, an error message appeared on the programmer that there was no analyzer connection. It was further noted that the programmer was powered off and it was unable to be powered on. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when an analyzer session went to be entered an error message appeared on the programmer that there was no analyzer connection. It was further noted that the programmer was powered off and it was unable to be powered on. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer does not power on; power supply found out of electrical specification. System fan is noisy. Programmer microphone found out of electrical specification. (B)(4) rf (radio frequency) head will not interrogate; rf head cable found out of electrical specification.